Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer reported a blood glucose (bg) level of 124 (mg/dl). After thirty minutes, the altitude alarm cleared and the customer resumed insulin delivery.